Manufacturer narrative:
Article citation: a. Fricke, j. A. Wagner, j. Kricheldorff, c. Rancsó & u. Von fritschen (2019) microbial detection in seroma fluid preceding the diagnosis of breast implant-associated anaplastic large cell lymphoma: a case report and review of the literature, case reports in plastic surgery and hand surgery, 6:1, 116-120, doi: 10.1080/23320885.2019.1593846. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "threatening skin perforation". [(B)(4)].

Event description:
Through the journal article ¿microbial detection in seroma fluid preceding the diagnosis of breast implant-associated anaplastic large cell lymphoma: a case report and review of the literature,¿ healthcare professional reported that "due to threatening skin perforation, revision surgery was performed." Affected side is left. The device has been explanted.